Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the implantable cardiac monitor (icm) exhibited p-wave amplitude variation, r-wave amplitude variation and poor sensing. The icm was not used. The patient was discharged.